Event description:
Following routine successful implantation of cardiomems, the patient developed a headache, blurred vision, and right sided pain/tingling. It was decided to initiate a hospital rapid response stroke alert. A stat CT scan performed to rule out a stroke. There was no evidence of a stroke on the CT. No treatment was administered. Patient was kept in the hospital for observation overnight and symptoms had improved by the evening. Patient was discharged after 26 hours. Physician reports the cause of the event was a possible contrast reaction (non-abbott product).

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.